Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4 batch #: z70017. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. No broken blade was noted. Functional testing was performed with the generator, and the device worked as intended; no alert screens were displayed at any time during testing. The harh36 device is equipped with an eeprom that collects error codes associated with generator alert screens. During the analysis of the data collected in the eeprom while using the device, it was noted that the device triggered the "relax pressure on blade¿ alert screen. When the alert screen of ¿relax pressure on blade¿ appears in the generator, it indicates that the instrument has been loaded to the point where the output has stopped. The user should relax the pressure on the instrument or reposition the device to reduce the amount of tissue in the clamp. To continue, release the activation switch and reactivate the instrument. For further details, please refer to the instruction for use. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z70017, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. D4 batch #: unknown. Additional information was requested and the following was obtained: it was mentioned that "the blade was broken." But was it broken inside the patient's body? Or outside patient's body? It is unknown. Did the broken piece fall off inside the patient's body? Probably it fell off outside the body. Please tell us how it was removed from the patient's body if it fell off. (For example, was it retrieved using forceps under laparoscopy.) X-ray showed that the broken piece was not inside the body, that's why probably it fell off outside the body. Was there any bleeding or tissue damage observed at the time of this event? (Please also let us know if any additional treatment was required.) No, there was no any bleeding or tissue damage. Will the damaged piece be sent with the returned device? The damaged piece was not found, so it will not be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown ob-gyn surgery, the blade was broken during use. There were no pieces of the blade, but x-ray showed that there was no possibility that pieces were left inside the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.